Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a cut on the angle wire, the bending section could not be bent in the down direction. In addition to the foreign material found in the jet tube, the evaluation findings are as follows: the forceps channel port had a scratch, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the scope cover had a scratch, the control unit was shaved, the scope cover unit had a scratch, the scope cover case unit had a scratch, the plug unit had a scratch, the label on the scope connector was damaged, the plastic distal end cover had a dent, the objective lens had a scratch, the light guide lens had a chip, the adhesive around the light guide lens had a crack, the connecting tube was buckling, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope's rope pull was torn. The issue was found during a procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the jet tube had foreign material.